Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; seroma - late.

Event description:
Patient representative provided flow cytometry and surgical pathology results indicating that the patient experienced a late seroma. The results provided the following diagnosis: "abnormal cd30 positive t cells" and "these findings are consistent with non -hodgkin lymphoma in the appropriate clinical and morphologic context. In context of the clinical history, this immunophenotype suggests breast implant -associated anaplastic large cell lymphoma (bia-alcl: provisional entity under the 2016 who classification) but should be correlated in context of the concurrent morphology and possibly other ancillary studies for definitive diagnosis and subclassification." While the marker of cd30+ has been reported, the marker of alk- has not. Affected side is right. The device has been explanted.